Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing and occasional decreases in the pacing impedance measurements to less than 200 ohms. Additionally, the rv pacing threshold measurements were noted high. The rv lead was surgically abandoned and replaced while the device was replaced due to normal battery depletion. No additional adverse patient effects were reported.